Manufacturer narrative:
The complaint received states that during treatment of this (B)(4) study patient, (B)(6), there was resistance/friction with the revive se device (frs21452299/t10045) and the rebar tm-27 microcatheter (105-5082-145/a044980) and then failure to remove the clot after several passes and use of several devices: solitaire fr (srd-6-30/a061511) and medical concentric trevo xp provue (90182/37328). Required prolongation of existing hospitalization. It is unknown if the product will be returned for analysis. A continuous adequate flush was maintained through the microcatheter. There was a mild delay in the procedure due to the event. There was no patient injury. The clot was not eventually removed. The revive se will not be returned, therefore the root cause of the resistance and the failure to remove the clot cannot be determined. DHR: a review of the manufacturing documentation associated with this lot (t10045) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Failure to remove thrombus is a known potential adverse event associated with use of the revive se device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the limited information suggests that length if time since thrombus formation, patient anatomy and procedural issues may have contributed to the reported events.

Manufacturer narrative:
It is unknown if the product will be returned for analysis. Additional information will be submitted within 30 days of receipt. UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. Concomitant medical products and therapy dates: microcatheter (details unknown).

Event description:
The complaint received states that during treatment of this re-act study patient, (B)(6), there was resistance/friction with the revive se device (details unknown) and the microcatheter (details unknown) and then failure to remove the clot after several passes and use of several devices. Required prolongation of existing hospitalization. It is unknown if the product will be returned for analysis.

Manufacturer narrative:
Initial reporter updated